Event description:
Instrument got bent during surgery and the tip broke off as it was attempted to be bent back. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The investigation of the submitted on/off instrument established that the tip actually did break off and the on/off switch was bent. Information from the user lets us conclude that the instrument was badly bent from too much mechanical pressure and bending back led to the breakage. No production errors could be determined. The complaint has been determined to be invalid.